Event description:
A field service engineer (fse) reported a nav-ring failure. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was not in clinical use when reported issue detected. No patient harm noted. Field service engineer (fse) found the issue with navigation ring. Fse was dispatched to customer site. The fse replaced front panel with navigation ring and reported that preventive maintenance complies with philips specifications.